Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump was occlusion tested and passed, the sensor responded to pressure normally. Root cause of the reported issue is unknown as the customer issue was not repeated. Calibrated the upstream occlusion and downstream occlusion sensors as preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was previously repaired on 15-feb-2022 for a bubbled downstream occlusion (dso) seal. The dso seal replacement may impact the dso seal function if improperly installed, but there was no indication of any issue with the dso seal installation.

Event description:
It was reported that the device fails occlusion during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.